Manufacturer narrative:
Reference record (B)(4). H6 code of 4581 was chosen to capture the event of buried bumper syndrome.

Event description:
On 19 may 2023, it was reported that the patient was seen in the hospital, it was attempted to remove the buried bumper with no success. The internal fiction plate was unable to be removed. J tube remained accessible. The patient started oral antibiotics and will be referred to a surgeon for a review and peg/j change. Duodopa was reconnected, the pump was attached to the j port and running well.

Event description:
On (B)(6) 2023, it was reported that the buried bumper was removed in theater and peg/j tubing 20fr was replaced. The patient required a laparotomy to remove the buried bumper.

Manufacturer narrative:
Reference record (B)(4).

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced increasing pain when the gastric port was flushed and some haemoserous exudate was present around the stoma. On an unreported date, the patient attended the hospital and had a CT scan of abdomen, awaiting the results. There was inflammation and fluid collection near the stoma. The patient received intravenous (IV) antibiotics in the emergency department and started a course of oral antibiotics. The rn reported the peg was not able to be mobilized.